Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
The patient was hospitalized for malignant tumor chemotherapy. The chemotherapy has been completed; the patient was being treated with ceftazidime anti infection due to the presence of infection. At the end of intravenous infusion it was found oozing under the patch, the patient had no pain, the skin was not itchy and no other abnormalities. After examination, it was found that there was a breakage and leakage of fluid at 0.8cm from the puncture point of the PICC catheter gauze was given to cover it after disinfection. The nurse contacted the specialist nurse of PICC catheterization for an emergency consultation. No other information provided, at this time.